Event description:
The physician reported a pt who was skin tested on 26 february 1998 in the right forearm. On 7 march 1998, the pt stated that the test site began itching, and subsequently became swollen. On 11 march 1998, the physican examined the pt, and noted marked swelling of the right forearm from the bend of the elbow to the wrist. The test site was red, itching, and swollen. The physician prescribed oral benadryl and topical benadryl cream for what was diagnosed as a hypersensitivity to collagen. As of mid april 1998, the pt stated that she had continued induration at the test site. No further medical or surgical intervention was planned or prescribed by the physician.